Manufacturer narrative:
The t:slim g4 user guide states: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels ranged between 345-400mg/dl. Correction boluses were delivered and manual injections were administered to address the bg level. The customer attempted to resolve the occlusions by performing supply changes but the occlusions continued. A system check was performed and the pump performed as intended. No damage was noted to the cannula. During the system check, the customer stated that they did not remove air from the cartridge during the load sequence as they were unaware this needed to be done. No air bubbles were observed during the system check. The customer performed a cartridge change correctly and resumed insulin therapy. During a follow-up, the customer's bg level was 164mg/dl and the customer had not received any additional occlusion alarms.